Event description:
A cartridge change error was reported with the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to inspect and clean the pump¿s cartridge and pneumatic areas, and after following these instructions, successfully loaded the cartridge and resumed insulin delivery.